Event description:
The surgeon introduced the valve prosthesis into the femoral artery and across the aortic valve. The prosthesis was deployed after confirming proper position. Once deployed, it appeared as though both tabs were released, however, the delivery system was still attached to the valve frame. Despite manipulating the delivery system and wire we were unable to dislodge the valve from the delivery system. While trying to release the system the valve became supravalvular. Attempted to cross the bioprosthetic valve with a new 26 mm medtronic valve but we are unsuccessful. The surgeon tried to readvance the new medtronic valve past the supravalvular valve, but we were not successful.